Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Capture management reports the capture threshold is increasing to 2.2v and 1.0ms. (B)(4)

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected due to high thresholds on the pace/sense right ventricular (rv) lead. A device and lead replacement was performed in order to enable lower pacing outputs and appropriate battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk implantable cardioverter defibrillator (ICD),   implanted: (B)(6)2011. A 4197-78c implantable pacing lead: (B)(6) 2001. A 5076-45 implantable pacing lead: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.